Event description:
MFR's response received on 7/28/97: based upon the info contained in this report, co has determined that the criteria for distributor report filing has not been met. Therefore, co is not submitting a distributor report.